Event description:
It was reported the patient's blood glucose level rose to greater than 250mg/dl while wearing the pod between 4 and 24 hours on the leg. Investigation found damage to the cannula. The complaint was originally coded for occlusion/blockage detected.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened and stretched. It could not be determined if the soft cannula damage contributed to the hazard alarm and timeouts, as the timing and cause of the soft cannula damage could not be determined. The kink did not prevent fluid from flowing through the complete fluid path as intended. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction: additional information in device investigation: inspection of the download data found that the pod generated an 0x14 occlusion alarm during operation. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. The investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the 0x14 occlusion alarm could not be determined. The exposed portion of the soft cannula was found to be flattened and stretched. It could not be determined if the soft cannula damage contributed to the hazard alarm and timeouts, as the timing and cause of the soft cannula damage could not be determined. The kink did not prevent fluid from flowing through the complete fluid path as intended.